Manufacturer narrative:
The customer¿s report of a leak at the filter was not confirmed. Visual inspection and functional testing showed no issues with any of the received bd extension sets. Instead, a leak was observed on the concomitant non-bd manifold extension set and cracks were noted on the body of its middle port. The root cause of the cracks and leak from the non-bd set was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from the filter of an IV set during an unspecified sedation infusion. No additional information is available; there was no patient harm.